Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. Risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all (B)(4) energy probes. The manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the (B)(4) energy probes. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, according to the visual inspection (scratch marks, impact marks, tears, etc) it is evident that the unit must have been used for an extended period of time during surgery. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse: after performing the visual inspection on the returned unit, impact wear marks, tearing and melting of the insulation was observed. Scratch wear marks were also observed on the exposed portion of the lumen all the way around and scratch wear marks were observed on the exposed areas of the lumen in which the insulation was damaged (torn and melted). These scratch wear marks are indicative of possible use of the unit as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone). As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. Therefore, based on the information provided, the device history record review and non-conformance review related to the reported lot number, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported and returned unit¿s evaluation; a possible user related possible contributor cannot be ruled out. In sum, the unit was received and the failure mode was confirmed.

Event description:
It was reported that the black portion at the end of the device started shedding off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the black portion at the end of the device started shedding off.